Event description:
Pt underwent successful cardiac cath, percutaneous transluminal coronary angioplasty and stent placement. Angioseal in right groin failed while in recovery room. Pt suffered a large retroperitoneal bleed of right groin, swan ganz placement intraaortic balloon insertion and "spa".